Event description:
The customer stated that the unit is making noise and has a lcd issue. Upon triage it was noted that there was thermal damage.

Manufacturer narrative:
One kendall scd 700 sequential compression system was reported condition of, ¿unit is making noise and has a lcd issue¿. The unit was triaged and thermal damage was found. The customer complaint was verified during the service. The unit failed to power up on the ac power and the battery power isolated problem to the control board failure. The ic u18 has a thermal damage and a few components were found corroded. Liquid ingress caused the pcba to corrode, and is the result of customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.